Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-03976. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that post implantation, the patient experienced pain, erosion, infection, dyspareunia and incontinence. It was also reported that the patient underwent removal due to erosion on (B)(6) 2007, (B)(6) 2010, (B)(6) 2010 and on (B)(6) 2012. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-03976. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had the concurrent procedures of a transvaginal hysterectomy/ bilateral salpingo-oophorectomy, uterosacral ligament suspension, bilateral paravaginal defect repair and suprapubic catheter placement performed during mesh implantation.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.